Event description:
A customer in (B)(6) notified biomérieux of a false resistant meropenem result for an escherichia coli patient isolate in association with the vitek® 2 ast-n226 test kit (ref 413143, lot 6260985403). Repeat testing using the same lot of ast-n226 card obtained susceptible results. Disk diffusion (kirby-bauer) testing also provided results of susceptible. The customer did not report any discrepant result to the physician and there was no delay in reporting. There was no adverse impact to the patient's state of health attributable to the discrepant vitek® 2 results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in (B)(6) regarding false resistant meropenem results for an escherichia coli patient strain. Biomérieux investigation was conducted. Identification to escherichia coli was confirmed with vitek ms. Ast testing included both the customer lot and a random lot (6260881203) of ast-n226 cards. Broth microdilution (bmd) was performed as a reference method for meropenem. For both card lots tested, susceptible results were obtained for meropenem. These susceptible results correlate with mics obtained using the reference method (bmd). Resistant results obtained by customer were not reproduced in-house. Ast-n226 lot #6260985403 met final qc release criteria. The lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (13aug18-13sep19). No ncmrs were written for the ast-n226 card. The investigation concluded the vitek 2 ast-n226 test kit is performing as intended.